Manufacturer narrative:
Assistant director materials management. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a blood transfusion infusing at 150ml/hr was noted to be leaking from the pump chamber. After removing the tubing from the pump chamber the rn noted a small hole in the pump segment of the tubing. There was no report of patient harm.